Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was debris in the chamber of the device. As a result, the pre-test was unable to be performed. Therefore, the reported condition was not confirmed. An assignable root cause was not determined for the reported condition. The assignable root cause for the debris in the chamber was normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foot control device was leaking oil. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was debris in the chamber of the device. As a result, the pre-test was unable to be performed. Therefore, the reported condition was not confirmed. An assignable root cause was not determined for the reported condition. The assignable root cause for the debris in the chamber was misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.